Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 3 infusion sets adhesive on 19-may-2024.the infusion set fell off during use. The infusion set was in use for 1 to 2 hours. The blood glucose level at the time of event was 160 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.